Event description:
The pt was unconscious and a relative tested her blood glucose on suspect device, it was 188 mg/dl and 118 mg/dl. The paramedics were called and 30 minutes later they tested her blood glucose on their device and it was 20 mg/dl. She was taken to the hospital and given an IV and breakfast.